Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer displayed an error message stating that the programmer was overheating. It was indicated that the power supply was out of specification. It was also indicated that multiple external components were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error message stating that the programmer was overheating. The programmer was returned for service. There was no patient involvement.